Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Allergies [multiple allergies]. Heavy metal intoxication [heavy metal poisoning]. Migraines [migraine]. Burning legs [burning leg]. Restless legs, [restless legs]. Watering eyes [watering eyes]. Feeling of drunkenness [drunkenness feeling of]. Muscle and joint pain [arthromyalgia]. Iron deficiency anaemia [iron deficiency anaemia]. Case narrative: the below report was received by health authority (reference number: (B)(4)) on 13-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3605 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced multiple allergies ("allergies"), metal poisoning ("heavy metal intoxication"), migraine ("migraines"), burning sensation ("burning legs"), restless legs syndrome ("restless legs,"), lacrimation increased ("watering eyes"), feeling drunk ("feeling of drunkenness"), arthralgia ("muscle and joint pain") and iron deficiency anaemia ("iron deficiency anaemia"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to metal poisoning, migraine, burning sensation, lacrimation increased, restless legs syndrome, multiple allergies, feeling drunk, arthralgia, iron deficiency anaemia or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.